Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant in the EU reported 65-year-old female patient on impella 5.5 support had little brain infarctions shown in the cardiac computed tomography (cct) test. The support was for 5 days til wean and explant.

Manufacturer narrative:
The investigation into the reported stroke/ cva has been completed since the original report was filed. No device was returned for analysis. As the necessary clinical information was not provided and the device was not returned, the root cause of the stroke /cva was not determined. Section b1 is updated as it was inadvertently marked incorrect in the initial report.